Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced bipolar pedal due to constantly giving off an activation signal. The system was tested and verified as ready for use. The affected part involved with this complaint was a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to faulty bipolar pedal.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer reported to technical service engineer (tse) that the generator was locked up and getting a foot pedal message. The customer checked the pedals in the vision side cart (vsc), and they were free of obstruction and verified the surgeon side console (ssc) was free as well. Tse verified m-12 and m-36 errors in logs. Tse had customer disconnect energy cables on generator, disconnect power cable, disconnected foot pedal connectors on back, and power generator back on and it powered on without error. The customer connected energy cables and grounding pad and was able to fire energy. Tse inquired if customer was using a handheld instrument and they were earlier and explained that the issue could have been related to a faulty handheld as well. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was robotically completed with the generator unit and both integrated foot pedals were disconnected.